Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed logs and performed a hard power-cycle of the system. The issue disappeared after the power cycle. The fse replaced universal surgical manipulator 1 (usm1) to resolve the repeated 32101 fault. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure. The unit was tested on an in-house system where it triggered error 321 when it was pitch forward, but did not trigger the error when pitch back, in its closed position. After removing the link 2 cover, the +48v flat flex cable (ffc) from the clockspring to the axes controller motor (acm) was not fully seated. The ffc had no slack, resulting in the failure. Furthermore, the unit was unable to complete patient side cart (psc) fixture test platform (pftp) testing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A system log review was conducted and confirmed multiple occurrences of recoverable fault 32101. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted gastrectomy surgical procedure, a recoverable fault 32101 occurred repeatedly. Troubleshooting was attempted with an isi tse, but the procedure was ultimately converted to laparoscopic surgery. System unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a repeated recoverable fault 32101 occurred. The customer pressed 'recover'; however, the same issue persisted even after the customer performed a power cycle of the system. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the error logs and identified that the recoverable fault pointed to universal surgical manipulator 1 (usm1). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the procedure was converted to laparoscopic surgery instead of disabling one arm because the error occurred repeatedly (3 times) and all four arms stopped working after restarting the system. The procedure was completed successfully with no injury or harm to the patient. There was no issue noted during set up of the system. The system was inspected prior to use. There was no issue with the port placements. The surgical staff did not observe any outside influences that were impeding the movement of the system or the arms. The patient did not experience any post-surgical complications. The event was recorded but the customer needed approval to release a copy. No recording has been made available to isi as of the date of this report.